Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole, the clips did not form correctly and fell off in the duct. They opened another device to continue the case. There was no consequence to the pt.